Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the papilla and bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when attempting to gain access to the bile duct, the cutting wire would not unbow. The nurse tried to relax and extend the handle multiple times; however, the cutting wire would still not unbow even if the handle was completely relaxed. Reportedly, the device would bow and unbow when tested outside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): the problem code a050701 captures the reportable event of cutting wire failure to release bow. Block h10: the returned hydratome rx 44 was analyzed, and a visual evaluation noted that the working length was twisted at several locations. Additionally, the device was bent at the proximal heath shrink section, and when the heat shrink was removed, it was observed that the wire was bent. A functional evaluation noted that the bowing performance was correct, when it was tested outside and inside the endoscope; however, it did not unbow properly. No other problems with the device were noted. The reported complaint was confirmed. Upon analysis, it was found that the working length was twisted. Additionally, the wire was bent when the heat shrink was removed from the proximal section. Based on the condition of the device, the problem found could be caused upon multiple attempts to rotate the device or during advancing through the scope or a difficult anatomy. The problems found could cause resistance to the wire causing the device to be unable to release from bow. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the papilla and bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when attempting to gain access to the bile duct, the cutting wire would not unbow. The nurse tried to relax and extend the handle multiple times; however, the cutting wire would still not unbow even if the handle was completely relaxed. Reportedly, the device would bow and unbow when tested outside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.